Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The endoscope was evaluated and found to have camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found to have attached endoscope adaptor (aea) bearing contributing to friction. The camera instrument adapter was removed from the endoscope housing, analyzed, and found to have a damaged bearing within the camera instrument adapter shaft as a result of the excessive friction. Additional observations not reported by site were also identified: the endoscope was visually inspected and found with cosmetic damage. During an inspection of the endoscope cable-integrated connector, the cable-integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal over-molded section of cable assembly located at zone b in the middle of the endoscope cable was found delaminated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope kept flipping upside down and right side up multiple times. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur with the surgeon's head inside the surgeon console's high-resolution stereo viewer nor while attempting to manipulate instruments from the surgeon console. It was unrelated to an inability to move the instrument statically. The movements of the surgeon did not scale appropriately to the instrument, and the issue with the scope flipping around during installation was noted. There was no shakiness, friction, instrument-to-instrument, or system arm-to-arm interference. External collisions with or equipment and/or staff did not happen. The issue was initially persistent, requiring reloading the scope multiple times, and then resolved intermittently. The instrument has been returned to isi for evaluation, and no photographic evidence is available. The event occurred at the start, upon the first loading, with no injury to the patient reported. The device was not inspected prior to use, and details about the lot number of the drape or its availability for return are not provided.